Manufacturer narrative:
(B)(4). Batch # r9200x. Investigation summary : the device was returned with the clamp arm detached from the outer tube, but firmly fixed to the inner tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the returned condition of the device, not all functional testing could be performed with the generator. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during use of the device in a gastric/bariatric procedure, the user reported the white pad became visibly damaged and melted. Upon realizing this, they stopped the procedure and a new device was opened and used to complete the procedure. There was no patient consequence.